Event description:
It was reported that the patient is deceased and died approximately eight weeks post device system implant. Per the documentation the patient was dead on arrival: asystole was noted, after having "convulsions" and was taken to the emergency department. Resuscitative efforts continued without success. In review of the documentation of the event there are impedance changes reasonably suggested to be happening simultaneous with patient's demise. During this time there was possible oversensing noted. The cause and circumstances of death have been requested and not received.

Event description:
It was reported that the patient is deceased and died approximately eight weeks post device system implant. Per the documentation the patient was dead on arrival: asystole was noted, after having "convulsions" and was taken to the emergency department. Resuscitative efforts continued without success. In review of the documentation of the event there are impedance changes reasonably suggested to be happening simultaneous with patient's demise. During this time there was possible oversensing noted. The cause and circumstances of death have been requested and not received. (B)(6) 2012: additional information received noted the patient presented to the emergency room in cardiac arrest. The patient was found to be in asystole initially and then a wide ventricular rhythm without a pulse. Attempts to externally page were unsuccessful. A bedside ultrasound was done and did not show any cardiac activity. There was no pulse throughout resuscitation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular non-sustained tachycardia (nst) less than or equal to 200 milliseconds (ms) on (B)(6) 2012. Lead failure predictor high rate-non sustained less than or equal to 202 ms average ventricular-cycle on (B)(6) 2012. A patient alert for lead failure predictor occurred on (B)(6) 2012.

Manufacturer narrative:
Additional information received noted the patient presented to the emergency room in cardiac arrest. The patient was found to be in asystole initially and then a wide ventricular rhythm without a pulse. Attempts to externally page were unsuccessful. A bedside ultrasound was done and did not show any cardiac activity. There was no pulse throughout resuscitation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular non-sustained tachycardia (nst) less than or equal to 200 milliseconds (ms) on (B)(6) 2012. Lead failure predictor high rate-non sustained less than or equal to 202 ms average ventricular-cycle on (B)(6) 2012. A patient alert for lead failure predictor occurred on (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device was incorrectly noted as being returned, however only device data was received for evaluation and not the actual device.